Event description:
The customer stated that her meter readings contained a decimal point. It was verified the meter was set in mmol/l, and this was explained to the customer. No adverse events were alleged due to the mmol/l readings. The customer was able to reset the meter to mg/dl, and no product will be returned.